Event description:
Compressor was in room where fire allegedly occurred. Autopsy report indicates cause of death was atherosclerotic cardiovascular disease, but smoke inhalation was a contributing factor.